Event description:
It was reported by service report that the siderail would not lock in the full up position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link.